Event description:
This lead was explanted and replaced because at the one week post-op check there was loss of capture. An x-ray confirmed that the lead had fallen. The physician chose to wait to replace the lead and now another pacing lead is implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found which most likely occurred during the explant procedure. No further deviations were noted which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.